Event description:
Add'l info received from MFR 3/6/03: this event was reported to zoll may 28, 2002, however the details provided to zoll are different than those provided. When the event was reported to zoll, it was not indicated that the device was used on a pt. The reporter indicated that the facility's biomedical department was testing the device and the device intermittently displayed "zero airway adaptor". The device involved in the incident was not returned to zoll for evaluation instead the customer returned the sensor for evaluation. Zoll evaluated the sensor and was not able to duplicate the reported malfunction. Zoll contacted the customer in an attempt to get add'l info to help them with the investigation and the customer informed them that the failure was very intermittent and that the returned sensor was the only one that was giving them trouble. They scrapped the returned sensor as a precaution and sent the customer a new sensor. On june 21, 2002, they were contacted by the customer, who indicated that all their devices were experiencing the same problem. The customer reported that while attempting to verify tube placement with etco2 monitoring, the user was unable to get the device to display an etco2 reading . The device continuously displayed "zero co2 sensor". At that time the co's technical support rep indicated that they received a call from a different customer with the same problem and that they isolated the problem to user error. The m-series end-tidal carbon dioxide (etco2) option continuously measures carbon dioxide and respiratory rate using a unique mainstream, solid-state sensor called a capnostat. The first time a particular capnostat is connected to the monitor a "zero co2 sensor" message will be displayed. The m series retains the sensor's zero calibration settings during and after its use. When a previously used sensor is reconnected to the m series, sensor zeroing does not need to be repeated. Placing the sensor on the "ref" cell can check the sensor's calibration. However, a fault condition can occur when the user removes the sensor from the "ref" cell prematurely. Removing the sensor prior to the "zero co2 adaptor?" And "check co2 adaptor" messages clear can cause the "zero co2 sensor" message to appear requiring the user to re-zero the sensor. The device will display the numeric value of 38mmhg shortly after the sensor is attached to the reference cell, however, users must wait until the above messages clear prior to removing the sensor. The previous customer was having difficulty training their personnel on the proper calibration procedure of the sensor. The previous customer indicated to the co that no matter how many times they trained the users on how to calibrate the sensor, users were getting confused with the numerical value being displayed on the screen. The users interpreted the displaying of the value as completion of the calibration, although the messages were still displaying on the screen. In order to avoid confusion they updated the co's software to not display the value until the calibration was completed. Further discussions with this customer revealed that they were having the same problem. The new software was forward to the customer so that they could update their units. Follow-up with the customer confirmed that the reported problem had been corrected. This reported problem is not associated with a device failure. The problem is attributed to user error. If co's written instructions were followed, the customer would not have experienced the problem. To date the co has only received complaints from these two user facilities. Since, the problem is associated with user error and co has not detected an increase in reports of this nature the co feels that add'l action is not required by zoll. It is the co's opinion that this reported problem would not contribute to an adverse event. The reported problem will not prevent delivery of therapy or contribute to improper diagnosis of a pt. Condition of the pt can be made via other means including actual assessment of the pt. The potential for death or serious injury associated with this reported problem is remote.

Event description:
While attempting to verify tube placement with etc02 monitoring, staff unable to get the zoll etc02 detector to monitor. Staff checked all cables, attempted to zero the disposable end piece multiple times and ensured it was "on" through the function buttons. All other functions of the defib/pacer spo2 detector worked normally. This event did not adversely affect patient outcome. Airway verification was done by using back-up piece of equipment. After the run, the unit was pulled and checked by station supervisor. Unit sent to internal biomedical engineering dept. For eval and staff unable to duplicate problem.